Event description:
The issue involves the text editor control used within the hnam radnet transcription application. Certain standard windows keystroke combinations and shortcuts used in combination with the multiple section logic of the text editor could cause issues with truncation or deletion of text within a radiology report. Another issue reported was users could begin typing before the report was fully loaded, resulting in missing text. Cerner has not been made aware of any adverse pt care events that resulted from this issue. Although the info in the reports could be affected, the risk of adverse affect is mitigated by the fact that it is standard industry practice that the radiologist review reports for accuracy before they are signed and released.